Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. Refer to MDR 3010757606-2022-00356 for j tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent an endoscopy for tubing replacement, during which it was found that the patient had complete incarceration of the internal collar of the peg tube in the gastric wall by the gastroenterologist. The patient's tubing was not removed. A surgical procedure was scheduled for the removal of the peg tube. On an unknown date, the patient experienced loss of consciousness. The patient did not undergo peg removal due to being unconscious. It was reported that the patient regained consciousness later that day. On (B)(6) 2022, the patient was sent to the treatment center for treatment adjustment, and to discuss the peg removal.